Manufacturer narrative:
The patient did not provide the miradry clinic or physician in her review. It is unknown whether the patient received a medical diagnosis of necrosis. Necrosis is a known but rare side effect and expected to heal without a permanent injury or impairment.

Event description:
Patient posted on a social media website, (B)(6), 4 weeks 4 days post miradry treatment. She stated she developed skin necrosis in both axillae, which will scar and cause nerve damage. No indication whether she received a medical diagnosis of necrosis or medical treatment.